Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2017-07306. It was reported the patient had elective surgery to revise the ipg pocket site for cosmetic reasons. During the surgery a lead was found to have migrated out of the epidural space and the other lead had high impedance. Both leads were explanted and replaced with a single lead and therapy was confirmed.